Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the handle components and the carriage components detached from the delivery catheter system (dcs). The handle components were not returned with the dcs. The device was received with the capsule partially opened. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. The carriage components appeared intact. Conclusion: the reported event indicates that the valve was recaptured multiple times due to positioning. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The reported event also indicates that during the third recapture of the valve, the deployment knob (actuator) of the dcs separated. The subject dcs was returned to medtronic for analysis. The device was received with the handle components and the carriage components detached from the dcs, confirming the reported event. The handle components were not returned with the dcs. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. The carriage components were also detached from the dcs, likely because the actuator was no longer holding them in place. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. Delamination typically occurs when the capsule is subjected to a bending force potentially after tracking through the patient anatomy. Following the actuator separation, the capsule could not be fully closed. The dcs was withdrawn from the patient and replaced with a new system. No adverse patient effects were reported. A CAPA was initiated to investigate the root cause of actuator separation events. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, following a good load, two attempts to deploy the valve were made due to positioning. As the valve was being recaptured for a third time, the handle separated while it was being rotated. The capsule was unable to be completely retracted. The tip of the valve was approximately 3 mm from the capsule and could not be moved from the exposed state. The delivery catheter system (dcs) was withdrawn from the body and replaced with a new system. When the valve was retrieved from the patient, the tip of the valve was approximately 1 or 2 centimeters out of the capsule. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.